Event description:
It was reported that during a prostate procedure, @ 23,360 joules, the physician noted that the fiber tip stopped working. The fiber was exchanged and the procedure was completed using the second fiber. "No injury to the patient" reported. Gland volume: psa 5.9 ng/dl. Time expended: 5:01 minutes.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.